Manufacturer narrative:
Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was evaluated by olympus. It was determined that the slider switch was sticking intermittently inside the scope socket. The scope socket was replaced and the unit restored to manufacturer's specifications upon completion of repairs. The investigation is ongoing, and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A device was returned to olympus for repair due to reported problems of "e315" error and restart required in order to get unit to function. Upon inspection and testing of the returned device, it was determined the slider switch was sticking intermittently. This report is being submitted for the slider switch malfunction. As this was found during inhouse service, there was no patient involvement.